Event description:
The customer reported his blood glucose reached 17.4 mmol/l (313 mg/dl) less than 24 hrs after the pod was activated an he realized that the cannula was no longer inserted into the infusion site.

Manufacturer narrative:
The product will not be returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.